Manufacturer narrative:
The field service engineer found a slight leakage from the sipper probe and replaced the probe and tubing. Performance testing was completed which passed. The investigation determined the cause of the issue was the leak in the sipper flow path. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys estradiol iii assay result for one patient sample from the cobas 6000 e601 module, the initial result was 3669 pmol/l. The repeat results were 606 pmol/l and 634 pmol/l. The questionable result was not reported outside of the laboratory. The reagent lot number was 50390100 with an expiration date of 31-oct-2021.